Event description:
It was reported that patient enrolled in a clinical study underwent initial total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2014 due to luxation, instability and leg length discrepancy.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, "undesirable shortening of limb." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." The following sections could not be completed with the limited information provided. Initial reporter - unknown.